Event description:
The customer reports the charger is not working at all (B)(4). The light turns off after the short period it worked. On (B)(6) 2013 info rec'd with second complaint ((B)(6) 2013) indicates 30 min delay during procedure. On (B)(4) 2013 email rec'd from dealer that reports bypass surgery was being performed and the light went out. First they changed the battery to the secondary battery available, which failed after 30 mins, then they completely changed-out the headlight. It took time (30 mins) to bring in and connect new light. Customer reports no risk. No harm to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.